Event description:
The hcp reported that the pt is experiencing back pain and tingling in arms and legs. No other details were provided by the reporter. Troubleshooting was being considered. A follow-up report will be sent if add'l info becomes available.